Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for follow-up after receiving inappropriate antitachycardia pacing therapy. Programming changes were made. Patient is stable.